Manufacturer narrative:
The system was examined. The company representative did not indicate replicating the reported event. However, the lamp was ordered for replacement. The system was manufactured on april 21, 2012. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported the top light went out before a procedure. There was no patient involvement. Additional information has been requested.